Event description:
A dynaflex device was implanted on 2/24/93. The left cylinder was removed on 12/13/94. A left cylinder was implanted on 7/12/95. The left cylinder was removed from the pt and replaced on 7/22/97 due to erosion.